Event description:
Reported events of 3 patients have primary angle closure glaucoma; patients required antiglaucoma medications; 10 patients underwent 5-fu injections; 12 patients required needling; 1 patient required replacement of xen with preserflo microshunt (pms); 1 patient had cystoid macular edema which resolved after 4 weeks; 3 patients required bleb revision; 1 patient required xen ligation; 4 patients required selective laser trabeculoplasty; were noted in the article, "a comparison of istent combined with phacoemulsification and endocyclophotocoagulation (ice2) with the preserflo microshunt and xen-45 implants."

Manufacturer narrative:
(B)(4). Implant surgery noted between july 2016 to may 2020. Article citation: jones, l., & ratnarajan, g. (2022). A comparison of istent combined with phacoemulsification and endocyclophotocoagulation (ice2) with the preserflo microshunt and xen-45 implants. Therapeutic advances in ophthalmology, 14, 251584142211256. Https://doi.org/10.1177/25158414221125697. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events of high intraocular pressure, macular edema, and bleb-related issues are addressed in the product labeling.